Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. Failure analysis investigation confirmed and reproduced the customer reported c-34 error.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. System was tested and verified as ready for use. Isi has received the iesu, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, error c-34 occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a power cycle of the erbe generator with no change. Customer confirmed another esu generator was in the room; however, it was on the other side of the room and not close in proximity. Customer stated only bipolar worked and monopolar was not working. The tse discussed using a force triad generator or another vision side cart (vsc) to swap. The surgeon was continuing using the erbe generator. The procedure was completing as planned with no reported injury.